Manufacturer narrative:
This event is recorded with zimmer biomet under: (B)(4). This medwatch is being filed as a final report based on information discovered during the device evaluation. Review of the most recent repair record determined the device was out of calibration at the 0, 4, and 12 readings. The swivel, control bar, reciprocating arm, motor, control shaft, fine adjustment cams, bearing, planetary carrier, seal, and various other parts were replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at this time.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during surgery, the skin was taken irregularly, and caused unspecified patient damage. Diligence is complete and no further information is available.